Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 07-december-2023, it was reported by the patient that two infusion set was bent within 3 hours of insertion. Infusion set was placed in abdomen and thigh. Event occurred on 03/14/2024, 02/04/2024 and 12/072023. Patient replaced infusion set and resumed insulin successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.

Manufacturer narrative:
Initial MDR 1877383 - device 2 of 2.